Event description:
Additional information received on 10-apr-2024, for mw5152616. Correcting procode information.

Event description:
Reporter called to inform us that his t: slim pump has failed. He is concerned this will be an ongoing issue. He is requesting that someone reaches out to him to resolve this problem.